Event description:
An unexpected negative rh result was reported on the abs2000 for a pt known to be rh positive. The sample was tested manually with the same reagents used on the abs2000 and resulted in positive reactions. The pt was retested a total of three times on the abs2000 and all results were reported as rh negative.

Manufacturer narrative:
Review of the images from the instrument indicated 80% negative and 15-20% weak positive results with anti-d series 4 and 5. Testing was performed with retention anti-d (monoclonal blend) series lot 504687 and anti-d (monoclonal blend) series lot 505545 with red cells of various rh phenotypes, including weak d. The expected reactivity was observed in all testing. Customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause for the event.